Event description:
It is reported that a customer has issues with the adhesive sensor tape. The patient's blood glucose level was at 179 mg/dl. The customer complained of having chicken ox-like rashes on the site where the tape was located. The customer was advised to wipe the area with a alcohol wipe and to always wash their hands with soup before handling the location of the sensor. The customer had an infection in the sensor site. The customer was educated on the method and insertion/taping technique for the sensor tape. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.